Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, this right ventricular lead exhibited pacing failure, as well as higher than expected threshold measurements and loss of capture. A lead dislodgement was suspected. Reportedly, the patient did report feeling dizzy with a pacing inhibition of four beats confirmed during the evaluation. The system was reprogrammed and a lead repositioning scheduled. During the subsequent lead reposition, no clear evidence of dislodgement was noted; however the lead was secured in a new position due to the previously poor measurement. The lead remains implanted and in service.